Event description:
It was reported to philips that the system was unable to power on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, it is found l1 phase tripped in the m cabinet due to a faulty geo pc power supply. To resolve the problem, the faulty geo pc was replaced, and the software was downloaded and the part return for further analysis and it showed the power supply unit popped on startup. After replacing the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.